Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received which noted that during the revision procedure, a fracture was visualized on the non-bsc rv lead in the pocket. Further analysis via the pacing system analyzer (psa) confirmed the rv lead fracture with reproducible noise and out of range impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right ventricular (rv) lead exhibited noise, oversensing, and pacing impedance measurements of greater than 3000 ohms. The noise was able to be recreated while the patient was in the clinic. The patient had an underlying rhythm; therefore no asystole was noted. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which noted that pacing inhibition with no asystole was also observed. A surgical revision was performed. The rv noise could be reproduced when the non-bsc rv lead was connected to the device, but could not be reproduced via the pacing system analyzer (psa). The device was therefore explanted and replaced; however, high rv pacing impedance measurements and noise were again noted with the new device. A lead fracture was then identified; therefore, the non-bsc rv lead was explanted and replaced as well. No additional adverse patient effects were reported.